Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) is reviewing the data provided by the customer. The cause for the discordant false positive txp sample result is not yet known. Siemens is investigating the issue. MDR 2432235-2019-00455 was filed for the same event.

Event description:
One discordant, false positive toxoplasma igg (txp) result was obtained using immulite 1000. The initial result was reported to the physician(s) and questioned. The sample was sent to another laboratory and was repeated using an alternate non-siemens method. The repeat result was considered correct and reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, false positive txp result.

Manufacturer narrative:
The initial MDR 2432235-2019-00454 was filed on 16-dec-2019. Additional information (9-jan-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that the samples were sent to an alternate laboratory, tested on an alternate method for txp, and the results were found negative as expected by the customer. The samples were not repeated on the immulite 1000 and the customer did not treat the samples with heterophilic blocking tube (hbt) and /or with non-specific antibody blocking tubes (nabt). The adjustment and quality control (qc) were found acceptable by siemens regional support center (rsc). Hsc reviewed customer's predilution performance and the immulite 1000 operator's guide protocol was followed and sample handling was in accordance with the txp IFU recommendations. No additional sample is available for further evaluation. While there is insufficient information to determine the cause of the initial false positive txp results, hsc cannot rule out possible heterophilic antibodies. As stated in the immulite/immulite 1000 toxoplasma quantitative igg: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays. Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result." The customer was unable to provide the total number of negative samples tested with immulite 1000 txp lot 402; hsc cannot calculate the specificity for this account. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg instructions for use (IFU) have 95% confidence limits ranging from 94.2% - 100%. A search of siemens complaint database on 2-jan-2020 found no other complaints with immulite 1000 txp lot 402. Based on the available information immulite 1000 toxoplasma igg lot 402 is performing as intended. No product problem was identified, and the customer is operational. The instrument is performing within specification. No further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information received on 9-jan-2020 MDR 2432235-2019-00455-s1 was filed for the same event.